Event description:
A customer reported that balanced salt solution (bss) was leaking from the infusion tubing set where the 3-way stopcock is connected. The procedure was completed with no harm to the pt.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year, this is the first complaint reported for this issue. Two lots of product were used in the pak build, there are no other complaints reported for either lot. Review of the device history record (DHR) indicates that the orders were built to spec. The root cause of the customer's complaint is not known; a sample was not returned for investigation. Without a sample, a root cause cannot be determined. (B)(4).